Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is sill under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed "bridge test failed" and "pacer fault 117" messages. Complainant indicated that there was no pt involvement in the reported malfunction.